Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: customer reports in the process of opening the air vents when infusing chemo from pab bags, the vent popped out. Chemo drug involved was irinotecan, no spill occurred as rn was able to cover the hole on the tubing with her finger before it spilled. The nurse was able to infuse dose after changed out tubing under the hood. Customer also reports that a second incident occurred during a taxol infusion and the nurse's chemo gown did get splashed with chemotherapy. No other information is available in regards to this incident. Customer confirms that most of the events occurred at the beginning of the infusion prior to starting the drug because the vents were being opened as a precautionary.